Event description:
The manufacturer was contacted in reference to an allegation of a death of a patient. It is not yet clear if the device caused or contributed to the death of the patient. There is no allegation of product malfunction. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.